Event description:
During apheresis, pt stood up and then staff noted blood on hosp gown. Medcomp was broken at the hub, close to where it was sutured to the pt. Staff noted profuse bleeding and applied direct pressure. Fluid resuscitation was initiated and pt was taken emergenntly to the operating room for replacement of catheter. Child was admitted to the hosp overnight for close observation and discharged 5/4/99.